Manufacturer narrative:
The device remains implanted in patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, an afx bifurcated stent graft and afx suprarenal aortic extension were implanted in the patient. Reportedly, a type 3a endoleak and device separation occurred. On (B)(6) 2016, the device was realigned with a ovation ix, two ovation ix iliac limbs, and a ovation ix extender. The patient was asymptomatic. There have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported secondary endovascular procedure of reline with ovation system. Clinical evaluation was unable to confirm the reported type 3a endoleak. Clinical evaluation refuted the reported device separation, rather, there was inadequate overlap of 1.75 cm. Additionally, clinical evaluation found the patient had a new femoral-femoral bypass graft; sac growth; suprarenal cuff migration into the sac [el1a]; stent cage dilation of the suprarenal cuff; left common iliac occlusion; and peri-renal hematoma. The most likely cause of the mid aortic loss of seal and could not be determined. The most likely cause of the proximal loss of seal was the migration of the suprarenal stent. The cause of the compromised stent graft integrity of the cuff was the use of strata material, and likely contributed to both the proximal and mid aortic loss of seal and the stent migration. The most likely cause of the occlusion within the device (left iliac limb of the main body stent) could not be determined. Notably, the latest comparison films were five years ago; medical non-compliance with surveillance might have contributed to these events (cautionary product use). The most likely cause of the peri-renal hematoma that extended into the pelvis, and acute tubular necrosis could not be determined, but was likely a procedure related harm. It was noted that the patient was discharged from the hospital on the 8th post operative day, however, the condition of the patient could not be determined. There have been no further reports of negative patient sequelae. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Device codes - (B)(4).